Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hex driver tip stripped while inserting trial.

Manufacturer narrative:
Examination of the returned instrument finds a rounding off of the corners on the hex end. This damage will affect how it fits within a mating trial. The damage present is consistent with wear from repeated use over time. The lot code of ag0910 signifies manufacture during september 2010. The root cause is attributed to wear out. Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.